Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to treat a patient with a history of diabetes. An in.pact pacific balloon was used to treat a moderately calcified lesion with 70% stenosis, and little tortuosity in the superficial femoral artery as per IFU. Artery diameter 5mm, lesion length 90mm. It was reported the physician encountered inflation difficulties. The balloon was inflated by hand using a syringe, the balloon opened. The lace within the middle of the balloon was observed. No patient injury reported. Please note that in.pact pacific is not marketed in the united states; however, it is similar to the united states marketed device in.pact admiral. This event is being reported only as a malfunction because of the similar device requirement in 803, which is limited to malfunctions.

Manufacturer narrative:
Additional information: b5 the procedure was completed using dcb evaluation summary: a visual and a tactile inspection was carried out on the returned device: a twist has been found on the balloon at 73 mm from the tip. No further issues were detected. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed. Afterwards, the balloon was inflated at - 2 bars: wrinkles and a change in profile are visible on the balloon in correspondence of the twisted point. - 4 bars: the wrinkles and the change in profile are still visible on the balloon in correspondence of the twisted point. - 7 bars: wrinkles are no longer visible, but the change in profile are still slightly visible on the balloon in correspondence of the twisted point. - 14 bars: wrinkles and change in profile are no longer visible. After the inflation test, the balloon was successfully deflated. A cd was returned with the device. Dicom images of the procedure were analyzed: it was possible to see an inflated balloon with a change in profile. If information is provided in the future, a supplemental report will be issued.